Event description:
The account reported the brakes will not stay locked. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our compliant handling system as complaint (B)(4).

Manufacturer narrative:
The technician found that the brake caster had a damaged stem which also damaged the casher support. The issue appeared to be the result of an installation error by a third party repair service. The right side foot brake caster was not installed correctly. Per the hill-rom service manual the bed should be subject to an affective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc, and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The right foot brake cater and support were replaced by the technician to resolve the issue. Based on this information, no further action is required.